Event description:
The patient reported receiving three injections on (B)(6) 2013, (B)(6) 2013 and (B)(6) 2013 of orthovisc. The patient reported side effects that include an autoimmune reaction that has resulted in pain and stiffness in both shoulders, knees, hips, hands and muscle tissue starting approximately 2 weeks post 3rd ov injection. The patient reported receiving two rounds of cortisone and prednisone treatments with limited success. Updated (B)(6) 2013: the patient reported that he was diagnosed with osteoarthritis. The patient stated he returned to the doctor and was given a cortisone shot in his left shoulder and was resolved for 48 hours but the pain returned. Patient was given a regime of prednisone which relieved his symptoms but once off the prednisone his symptoms returned but this time included his hands. The patient reports he is not on any other medications.

Manufacturer narrative:
The device was not available to be returned and the lot number is unknown. No further evaluation or investigation is possible.